Manufacturer narrative:
S/w 5.2a. Retainer ring = black. Case type = ngp. The customer alleged blank display, failed battery test and pump error 63 found on (B)(6)2023. Pump passed displacement test, sleep current measurement, active current measurement and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. However, pump error 63 was found in the pump history file on 07/08/2023 at 18:50:09.000 (file number: 2017. Line number: 147). Possible hw. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 1 day. No blank display noted during testing. No unexpected insert battery alarm noted. The test battery was removed and reinserted with no failed battery test alarm noted. However, failed battery test alarm was found in the pump history file on 07/08/2023 at 18:50:12.000, 18:50:37.000, 18:50:55.000, and 18:51:03.000. Earliest power data available per the power management tool/detail trace file is on 7/21/2023 2:30:57 pm. There was no power data available for the date of 07/08/2023. Unable to check power data for failed batt/battery failed alarm. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, stained serial number label, scratched keypad overlay, stained keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and motor. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 08-jul-2023 in the pump history file. 07/05/2023 04:05:14.000 alarmalertnotification (40). Faultnumber: stuckkeyalarm (61). 07/06/2023 08:35:12.000 alarmalertnotification (40). Faultnumber: hardwareerroralarm (63). 07/08/2023 18:50:09.000 alarmalertnotification (40). Faultnumber: hardwareerroralarm (63). 07/08/2023 18:50:12.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 07/08/2023 18:50:37.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 07/08/2023 18:50:53.000 batteryremoved (55). 07/08/2023 18:50:53.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/08/2023 18:50:55.000 batteryinserted (44). 07/08/2023 18:50:55.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 07/08/2023 18:51:03.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 07/08/2023 18:53:50.000 batteryremoved (55). 07/08/2023 18:53:50.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/08/2023 18:54:10.000 batteryinserted (44). Earliest power data available per the power management tool/detail trace file is on 7/21/2023 2:30:57 pm. There was no power data available for the date of 07/08/2023. Unable to check power data for failed batt/battery failed alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The test battery was removed and reinserted with no failed battery test alarm noted. The pump responded properly to button presses. No stuck key alarm, button error alarm or unresponsive buttons noted during testing. No damage noted on the keypad traces. Stuckkeyalarm (61) not confirmed. Pump error 63 - hardwareerroralarm (63) confirmed. Failedbatttest (58) - unknown. The pump passed displacement test, sleep current measurement, active current measurement and self test. Blank display not confirmed. Failed battery test unknown. Pump error 63 alarms confirmed due to moisture damage on the electronic assembly. Insert battery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the pump error 63 (hardware low-level failures) and the battery failed alarm. Troubleshooting was performed and the alarm occurred while delivering bolus. The customer was able to clear the alarm and rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.